Event description:
Same case as MDR ID # 2134265-2014-02214 and 2134265-2014-02190. It was reported that automatic pullback function failed. During a percutaneous coronary intervention (pci), a motor drive unit was used in conjunction with an unspecified imaging catheter to visualize an unspecified lesion. It was reported that sled was not moving during automatic pullback so the physician pulled the catheter by hand. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).